Event description:
It was reported that this right ventricular (rv) lead exhibited consistent elevated shock impedances due to lead fracture. This rv lead was explanted, replaced with a (B)(6) model and will not be returned. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).